Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter fusiform abdominal aortic aneurysm. The patient also had right and left common iliac aneurysms and a right internal iliac aneurysm. There was severe calcification on the common iliac artery and the proximal landing zone. The proximal aortic neck was 19 mm in diameter and 68 mm in length. The right renal artery was stenosis. It was reported that on final angiogram, a proximal type ia endoleak was observed. The physician tried to implant an aorta cuff; however, the delivery catheter was not able to pass the terminal aorta due to calcification and tortuosity. The physician changed the access routes; however it was unsuccessful. The device did not kink and was discarded. Intra-operatively, a type IV endoleak, blush was observed from the main body. The endoleak did not resolve and the physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. A review of the returned pre-implant films showed that the proximal neck diameter was 17 x 18mm below the lowest left renal, and was calcified. The neck diameter was 17 x 21mm; 2cm below the renal. The 5.3cm aaa was filled with thrombus (3cm flow lumen) and calcified. The patient also had a 3cm diameter right common iliac and right internal iliac aneurysm, and a 2.5cm diameter left common iliac aneurysm. The iliac arteries were severely calcified. Images at implant were not provided; the reported type IV endoleak could not be assessed.

Manufacturer narrative:
(B)(4). Method: (film evaluation); results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; severe calcification within the proximal neck and iliac a rteries). Conclusion: device failure related to patient condition (anatomy related; severe calcification within the proximal neck and iliac arteries).